Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred with a (non-fresenius brand) dialyzer during the patient¿s hemodialysis (hd) treatment. Upon initial follow-up the biomed stated that the machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Additional information was obtained from the nursing staff at the dialysis unit. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. Blood leak test strips were not used to test for the presence of blood. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The biomed stated that the machine was pulled from service following the dialyzer blood leak event. The machine passed functional testing and completed beach disinfection twice before being returned to service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred with a (non-fresenius brand) dialyzer during the patient¿s hemodialysis (hd) treatment. Upon initial follow-up the biomed stated that the machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Additional information was obtained from the nursing staff at the dialysis unit. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. Blood leak test strips were not used to test for the presence of blood. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The biomed stated that the machine was pulled from service following the dialyzer blood leak event. The machine passed functional testing and completed beach disinfection twice before being returned to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached.